Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial fibrillation (af) episodes, leading to pacing inhibition for 3-4 seconds over multiple episodes. A replacement procedure was subsequently performed, during which this rv lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported outside the revision procedure.